Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with non-sustained right ventricular oversensing episodes. Atrial pace blanking the peak of the r-wave, so threshold start was not calculated using the appropriate valve causing post sensed t-wave to be oversensed. The recommended programming was done, and no further issues were seen. The patient was stable before during and after the event.